Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle fusion surgery the tip of the device snapped whilst screwing. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the distal end of the drive geometry tip of the driver shaft, t25 hexalobe, cannulated, iso, trilobe had broken. Two broken pieces were returned for investigation. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head. Functional testing was not performed due to the damage to the device.